Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc assumed that the reported event was caused by the corrosion of the video connector contact. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has been returned to olympus repair center. Olympus repair center confirmed that the video connector socket of the subject device was corroded. There is possibility that the reported event was caused by the corrosion of the video connector socket. If additional information becomes available, this report will be supplemented.

Event description:
The device did not recognize endoscopes or camera head devices when they were connected. There was no report of patient injury associated with this event.